Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Reported issue of screen freeze shows the log files that the screen is completely freeze, the buzzer alarm is on and alarm leds are flashing hfot still running.

Event description:
Customer reported that the screen freeze during hfot (high flow oxygen therapy). The device continues to provide hfot. No patient harm on this reported event.